Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited noise, loss of capture, oversensing and pacing inhibition on the right ventricular (rv) lead. No asystole was noted. Additional information was received which indicated the source of these observations was not conclusively identified. The device remains in service, but the rv lead was explanted. No additional adverse patient effects were reported.